Event description:
Reporter stated that patient had been receiving elevated blood glucose readings (200 - 300 mg/dl) for the past 24 hours. Patient attempted to self-treat by taking additional oral diabetic medication; however, elevated blood glucose reading persisted. Patient contacted their physician who, based on the elevated readings, prescribed insulin. After patient delivered a total of 18u insulin, they experienced a hypoglycemic event. Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 44 mg/dl, on emt's meter. Patient's blood glucose monitor had measured 224 mg/dl, 30 minutes earlier, using the suspect device. Patient ran controls, which tested out of range; however, the quality checks were not conducted prior to the incident. A request was made for the return of the suspect product and replacement product was sent.